Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes; section d9: returned to manufacturer on: 5/19/2021; section h3: device evaluated by manufacturer? Yes. Device evaluation: after the visual evaluation performed, the following were the observations: lens was stuck in cartridge, cartridge tip was deform/damage and cracked. The plunger and push rod were completely advanced position. The complaint issue was not verified. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. No product quality deficiency was identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is indication that the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 model intraocular lens(iol) was cracked. There was no patient contact. This event was reported during handling and prior to insertion into the eye. No further information available.